Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 at 22:41:33. During night drain cycle one, the patient's ultrafiltration reading was 1298ml, indicating the patient drained 1298ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4): the device was evaluated and the iipv event was confirmed through review of the event history logs. The cause was determined to be due to a false empty detect during the initial drain. Initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should additional relevant information become available, a follow-up report will be submitted.